Manufacturer narrative:
The device(s) has not been received by the manufacturer for evaluation. A lot history review (lhr) review is not possible; as no manufacturing lot number(s) has been provided. Per 21 cfr part 803.56 not enough information has been provided about each identified patient and/or device mentioned. Therefore, one emdr is being submitted for multiple reportable events, identified in the literature search.

Event description:
Clabsi -defined "a laboratory confirmed bloodstream infection where an eligible bloodstream infection organism is identified and an eligible central line is present on the date of event or the day before." (P. 158) during retrospective cohort study 3 clabsi were identified in the powerpicc solo catheters placed. (P. 160, table 3.) Citation: comparison of complication rates and incidences associated with different peripherally inserted central catheters (PICC) in patients with hematological malignancies: a retrospective cohort study. Nicholas scrivens, elham sabri, christopher bredeson & sheryl mcdiarmid, pages 156-164 / received 28 nov 2018, accepted 12 jul 2019, published online: 07 aug 2019, https://doi.org/10.1080/10428194.2019.1646908.